Manufacturer narrative:
(B)(4). The service engineer inspected the device and verified the malfunction. The compressor water trap assembly and air dryer assembly were replaced. The ventilator then passed all the required testing.

Event description:
It was reported that during patient use, a ventilator compressor became inoperative. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.